Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. An invasive procedure was performed. The lead was disconnected from the device header and tested on a pacing system analyzer (psa) and also noted high out of range pacing impedance measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.